Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she needed assistance with programming the new insulin pump. Customer's blood glucose at time of call was 502 mg/dl. Customer explained she wasn't wearing the insulin pump, she treated her high blood glucose with an insulin injection. Customer experienced dry mouth due to her high blood glucose. Customer was assisted with properly programming the insulin pump.